Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed on (B)(6)2024. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6)2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same incident as medwatch#3004721439-2024-00423.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no abnormalities were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates not within the accepted tolerance in the vertical position. An accelerated outflow of the shuntassistant 2.0 could be determined. Internal inspection: after dismantling of the valve, organic deposits were visible. Results: based on our investigation results, we can determine an accelerated outflow in the valve. The determined organic deposits can be named as the cause for the accelerated outflow. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.